Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent an implant procedure with the evolutpro-29 for aortic valve stenosis. The patient had a medical history of dyslipidemia, hypertension, renal failure (not on dialysis), and severe chronic obstructive pulmonary disease. Electrocardiogram abnormalities, specifically left anterior fascicular block (lafb), were noted. The patient was on ongoing treatments including asa, ace inhibitors, and beta-blockers. During a follow-up on (B)(6) 2021, moderate paravalvular leak (pvl); was observed and no treatment was reported. No acute complications were noted during the initial implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.